Event description:
It was reported that during a device changeout, the poly coating near the right ventricular (rv) lead pin was pulled back. The lead has shown noise in the past, but coil impedance was not greater than 200 ohms, so the physician chose to leave the lead in use due to the patient's age. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.